Manufacturer narrative:
A steris service technician inspected the table and found that the power supply was not working properly. The wiring connectors that plug into the power supply were partially melted and there was evidence of fluid intrusion. The technician stated that no rtv sealant was present. The technician replaced the power supply, repaired the wiring/connectors to the supply and sealed the table using rtv sealant. The table is not under steris service contract and is serviced and maintained by ge biomedical services. The biomed stated that the last routine preventive maintenance was performed on 9/8/2010. The steris service technician reviewed the importance of rtv and routine preventive maintenance with the user facility.

Event description:
The user facility reported that during a patient procedure, their cmax surgical table stopped working and a ¿burning¿ smell with present. No injuries or procedural delays/cancellations were reported.